Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and loss of capture due to a fracture. The lead was successfully replaced during a device change out procedure. No adverse patient effects were reported.